Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the colonovideoscope had image failure error b30 (scope communication error). There were no reports of patient harm.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation, additional information and correction. Updated fields: b5, d9, e3, h2, h3, h6, h11. Corrected fields: e1, g2. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: traces of secretions and no image a root cause could not be identified. Based on the results of the investigation, the most probable cause of the reported malfunction scope communication error b30 and malfunction found during device evaluation no image was electronic component problem as identified. The most probable cause of the traces of secretions found also during device evaluation could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.